Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with injection (inj.) Vancomycin intraperitoneally (1g, stat dose), inj. Amikacin (500g stat dose followed by 100mg once daily, route not reported), inj. Ecomer (1g, frequency and route not reported), and inj. Reflin (1g once daily, route not reported). At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as in (B)(4).